Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute integrity drug eluting stents (3x38mm and 3.5x38mm) were implanted in the coronary artery. Post procedure, patient suffered myocardial infarction. Cec adjudicated event as myocardial infarction.